Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog # c01a, 510k #: k041584, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture: compression fracture procedure involved: -pak needle was inserted -guidewire was inserted -osteo introducer was inserted -started mixing cement -drilling was performed -balloon was inflated -filled cement using bfd. -cement solidification was confirmed, and wound closure was performed. It was reported that the patient underwent the above mentioned procedures at th12 level due to primary osteoporosis. Intra-op, while filled one bfd of cement (1.5cc) on the left and right side using bfd. Checked that there was no leakage and inserted the second bfd to the right side, then, at the time of 1.00cc cement was injected to the left side, leakage of the cement was confirmed, therefore, cement injection was stopped. There was no delay in overall procedure time. The procedure was successfully completed with the use of alleged product. There were no patient symptoms or complications reported as a result of this event.